Manufacturer narrative:
Batch review performed on 25-mar-2024 lot 2317569: (B)(4) items manufactured and released on 24-aug-2023. Expiration date: 2028-08-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional item involved in the event, batch review performed on 25-mar-2024. Ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 2336694. Lot 2336694: (B)(4) items manufactured and released on 13-oct-2023. Expiration date: 2028-09-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision at about 3 months from primary due to a joint luxation. The surgeon revised the head and liner. The surgery was completed successfully.